Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had eroded through the pocket and had become exposed. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had dislodged and was also explanted and replaced. No further patient complications have been reported as a result of this event.